Event description:
Reported by the patient as hospitalized for band erosion with secondary infection. Product was removed and not replaced.

Manufacturer narrative:
Taper unknown. The product associated with this report has not been returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or the explant date. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."